Event description:
It was reported that the patient experienced discomfort due to placement of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and repositioned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.